Event description:
It was reported that a user experienced recurrent low glucose readings, with a nadir of 40 mg/dl, while using the ilet bionic pancreas with a dexcom g7 sensor and a steel infusion set, which prompted a factory reset and subsequent resumption of insulin delivery, followed by data sync, weight entry, and pairing to the ilet mobile app. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included device troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, and the device functioned as expected after factory reset and reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.